Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
The patient underwent cataract surgery with implantation of the crystalens. Postoperatively, the lens dislocated. The physician attempted to reposition the lens, however, the lens was subsequently explanted and replaced with a different lens model.